Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. While completing the established final arm angle (efaa) it was identified that the clip opened. Troubleshooting was preformed, by testing the lock again, but the clip continued to open. The clip was removed from the patient and a replacement mitraclip was selected and implanted successfully. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. While completing the established final arm angle (efaa) it was identified that the clip opened. Troubleshooting was preformed, by testing the lock again, but the clip continued to open. The clip was removed from the patient and a replacement mitraclip was selected and implanted successfully. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.